Event description:
The time of event is unknown. There was no report of patient harm. Iris diaphragm failure.

Manufacturer narrative:
We checked the returned unit and confirmed the iris diaphragm damaged. Based on the result, we concluded that it was caused due to the excessive shock applied on the iris diaphragm. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the iris diaphragm damaged during the procedure. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.